Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there have been several instances where the unit did not switch off after the button was released. It did not occur consistently and physicians have been working with the staff to try and swap out generators during cases, unplug the pencil from the generator when it needs to be off, or try to switch out tips. A drape fire was occurred. After each failure, biomed has been called in and they have given the generators the all clear. Fortunately, the generators are very good at indicating an active product. There was no patient involvement.